Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue guide catheter: hyperion6f spb3.5 the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and mildly calcified, de novo, mid left anterior descending artery that was 80% stenosed. A non-abbott guide wire crossed the lesion, and a 2.5 x 15 mm traveler balloon catheter was used for pre-dilatation. However, after 30 seconds of inflating the balloon for the first time at 4 atmospheres, the balloon ruptured. It was then replaced with a 2.5 x 15 mm non-abbott balloon catheter to successfully complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.